Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her issue. During the call, after the customer stated that the e315 error message was occurring, tac began some trouble-shooting options. That trouble-shooting ultimately lead to the customer noting that she was leaving the maj-1430 videoscope cable connected to the processor when connecting the 190 series scopes. Tac then explained that this could be causing the reported event as not removing the maj-1430 first may be 'confusing' the processor when it attempts to read the 190 series scope. The customer then powered down the processor, disconnected the maj-1430 cabling, and the error message was no longer present. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii video system center was displaying an e315 scope communication error with 2 different 190 series scopes during device preparation. According to the initial reporter, this did not occur during a procedure, so there was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the deformation of the connector pin. Olympus will continue to monitor field performance for this device.